Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the iliac arteries were reasonably tight. It was reported that as the delivery system was being advanced, it kinked at a location where there was a dip of approximately 30 degrees in the iliac artery and the delivery system would not advance any further. The delivery system was removed from the patient and another talent device was used to successfully complete the case. No clinical sequelae were reported and the patient is fine. The delivery system was returned to medtronic and its evaluation has been completed.

Manufacturer narrative:
Evaluation codes, results: tortuous and small iliac arteries. Evaluation codes, conclusion: tortuous and small iliac arteries. Evaluation summary: the graft cover was straight except for a kink at 190mm from the distal end of the graft cover. There was a kink on the sheath between the second and third proximal crown of the loaded stent graft, which is most likely the reported kink. It was determined that the cause of the positioning difficulty was due to the vessel tortuousity.